Manufacturer narrative:
Review of the complaint determined that the event does not meet reportability criteria. The device functioned as intended and no evidence of serious injury, risk of serious injury or reportable malfunction has occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 254 mg/dl while wearing the pod between 25 and 36 hours. It was reported that a blockage was detected during a bolus and insulin delivery stopped. Treatment information was not reported.